Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a carbohydrate-heavy meal while using the ilet system; the pump was delivering correction, and support advised against an additional meal announcement due to timing and ongoing automated correction. Symptoms included elevated blood glucose with a peak near 400 mg/dl. Outcomes included recovery to a blood glucose of 131 mg/dl without hospitalization or medical intervention beyond standard device operation and coaching. Investigation included troubleshooting and education regarding meal announcements, timing, and reliance on automated correction. Investigation of this case revealed no device malfunction and suggested user-related factors associated with meal composition and timing as the likely contributors to the hyperglycemic excursion. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with use-related and physiological factors rather than a device problem.